Event description:
It was reported during the procedure when the introducer sheath was attached to the subject guidewire and was inserted and slid to the 90-degree formed tip, the ptfe coating came out from the wire shaft part. The device was replaced and the procedure was completed with no clinical consequences to the patient.

Manufacturer narrative:
Discarded in hospital.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that when the introducer sheath was inserted from the rear end of the subject guidewire and slid to the formed tip, a green fibrous powder scraped off from the wire shaft. Additional information provided by the customer indicated that there was no resistance when the guidewire was taken out of the dispenser hoop, the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, and the guidewire was shaped 90 degrees. It is possible that the coating peeling may have occurred during backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. However, this cannot be confirmed as the device was not returned for analysis. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned for the as reported 'guidewire ptfe coating peeling' in this complaint.

Event description:
It was reported during the procedure when the introducer sheath was attached to the subject guidewire and was inserted and slid to the 90-degree formed tip, the ptfe coating came out from the wire shaft part. The device was replaced and the procedure was completed with no clinical consequences to the patient.